Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the syringe, lamp, vacuum pump, valves, and tubing which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low and negative patient results for dbil (direct bilirubin), tbil (total bilirubin) and hs crp (high sensitive c-reactive protein) on their au680 chemistry analyzer. The erroneous patient result was reported out of laboratory and was later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory's established ranges prior to event. The customer did not provide patient demographics. The customer provided the initial results for eleven (11) patient samples.